Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. During on-site inspection of the power cord problem, it was found that the power cord inside the equipment was partially detached from the roller of the winding drum, causing a section of the power cord to be stuck and unable to be pulled out. The power cord and the winding drum were sorted out, and the power cord can be pulled out and retracted normally. The second issue is the host could not be turned on after connecting to ac power. It was found that the host part and the frame are not completely stuck. Through communication with the customer, we learned that the device had been pushed from the cardiac surgery department to the emergency department for use. The return journey was bumpy, which may cause poor contact between the host and the frame. After re-placing the host and the frame, it returned to normal and the device started normally. The customer has been informed that if the device is pushed through a bumpy section, check and make sure that the host and the frame are fully connected.

Event description:
It was reported that during on-site inspection performed by the customer the cardiosave intra aortic balloon pump (iabp) power cord could not be pulled out, and the host/main unit could not be turned on after connecting to ac power. There was not patient harm reported.